Event description:
It was reported to medical records on 1/27/2012 that this lead was explanted on (B)(6) 2010 due to an infection. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).